Event description:
It was reported that the rotation speed was unstable. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified first and second right posterolateral segment. A 1.25mm rotapro was selected for use. During the procedure, a 220,000rpm maximum rotation speed confirmed on the platform. However, after the device was inserted into the patient, the rotation speed became unstable, a 160,000 to 260,000rpm was repeatedly performed. The device was pulled out without using a dynaglide, and was confirmed to be unstable outside the patient. The procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that the rotation speed was unstable. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified first and second right posterolateral segment. A 1.25mm rotapro was selected for use. During the procedure, a 220,000rpm maximum rotation speed confirmed on the platform. However, after the device was inserted into the patient, the rotation speed became unstable, a 160,000 to 260,000rpm was repeatedly performed. The device was pulled out without using a dynaglide, and was confirmed to be unstable outside the patient. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The advancer, handshake connections, sheath, coil, burr and annulus were visually examined. Inspection of the device found no damages or defects. Functional testing was then performed by connecting the advancer to the rotapro control console. During functional testing, the device was able to reach and maintain optimal rpm in both normal and dynaglide modes with no resistance or issues. Product analysis did not confirm the reported event, as the device was able to reach and maintain optimal rpm with no resistance or issues during analysis.